Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine(10mg/ml, .5mg/day) via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the pump was continually flipping and the pump was hard to refill when flipped. The patient was an obese patient. Surgery was performed to remove coiled catheter piece and added a 8784 piece to connect to pump. The issue was resolved and patient status was alive with no injury. Additional information received from the healthcare provider (hcp) via a device manufacturer representative indicated that the catheter piece was explanted on (B)(6) 2018. The catheter was patent before it was removed. The hospital had sent the piece of catheter to pathology. No further complication was reported.